Event description:
It was reported that prior to a laparoscopic nephrectomy procedure, the device ripped. There was no pt consequence. The procedure was completed with another device of the same product code.